Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: current case is to document the hospitalization for the low on (B)(6) 2024. Please see (B)(4) for the documentation for the critical pump error 35 on (B)(6) 2024. Please see (B)(4) for the battery cap metal contact issue on (B)(6) 2024. Customer reported having critical pump error 35 on (B)(6) 2024. No harm was mentioned for the critical pump error 35. Customer also mentioned going to the emergency room on (B)(6) 2024 and staying in the hospital for 7 days due to a low blood glucose value. Customer was unable to troubleshoot since she was at the hospital at the time of the call for something unrelated to diabetes. Customer also said her battery cap metal contact had been damaged for months now (per (B)(4), the battery cap metal contact was missing or damaged since (B)(6) 2024). It was unknown if the pump was used within 48 hours of the low. It was unknown if auto mode was used. Pump returned under (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, battery cap cracked/damaged, DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 39 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880, mmt-332a, mmt-243a. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-243a.